Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the driver would not start on the device. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device was not returned for evaluation; however, additional information indicates the devices is overdue for both the 12,000 hour overhaul and the 7 year preventive maintenance. Quotes were provided to the customer for a field service engineer (fse) to go evaluate the device and for a device trade-in. At this time, we have not received a purchase order for either option or further communication from the customer. Therefore, we are unable to determine root cause.